Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor on 2/28/98. Eight weeks later she developed an infection at the ear piercing site. Customer sought medical attention on 4/25/98. The earring was removed and she was prescribed antibiotics.